Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant of permanent drg lead, patient experienced a csf (cerebrospinal fluid) leak at the l5 level. Procedure was abandoned and lead was not implanted at that level. A blood patch was performed at that time. Patient is asymptomatic, post-operatively.